Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 113 mg/dl. During troubleshooting, customer was able to clear air bubbles with a set change. Customer was advised to monitor reservoir and insulin pump.